Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor in (B)(4) rejected one 0035070 poole 10' tube set with "insufficient heatseal" during incoming inspection. In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.

Manufacturer narrative:
This is a supplemental report filing as the complaint device was returned for evaluation. The reported unused device was returned in its original unopened package for evaluation. Visual inspection by the packaging engineer verified the device had an open seal with no seal transfer along the short straight seal of the packaging. The unsealed package is the result of manufacturing issue. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units, this is the only complaint for this product and failure mode. A two-year review of complaint history revealed 7 complaints, involving 10 confirmed devices, have been reported for this product family and failure mode. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This issue will continue to be monitored through the complaint system.